Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an "clean probe" error message. The message appeared again after the probe was cleaned. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.